Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturing number:3006705815-2021-00418. It was reported that the patient's system began auto reducing due to high impedance on both leads. As result, the leads were replaced and therapy restored post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.